Event description:
It was reported that the device experienced an electrical reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and has been analyzed. 1 - por for write to locked ram, addr=18b1, data=95 on (B)(6) 2012 03:03:09. 1 - patient alert for por on (B)(6) 2012 02:03:09. Concomitant products: yrbrx2615165 implantable stent graft - (B)(6) 2004. Yrecx20375 implantable stent graft - (B)(6) 2004. Yrirx16115 implantable stent graft - (B)(6) 2004. Yrirx1685 implantable stent graft - (B)(6) 2004. (B)(4).